Event description:
The patient was implanted with bilateral siltex gel-filled mammary prostheses in late 2007 for augmentation purposes. Approximately six months later, the pt was diagnosed with osteoarthritis and restless legs by a rheumatologist. The breast implants remain implanted.